Event description:
It was reported that on the day of, as well as the day after device implantation, the patient had 'terrible pain¿ on contact at the implant site. It reportedly felt like the burning was 'inside the incision.' The pain was 'unbearable,' and it was stated that moving or raising the body was 'very painful.' One week after the implantation surgery, the patient had a follow up appointment with her provider and it was stated that 'everything looked fine.' Another week later, the patient stated the device seemed 'very close to the top of the skin' and reported the incision was tender and painful. At this time, there wasn't any swelling noted; however it was said that the incision was red, looked and felt 'raw,' and that there was 'a bit' if drainage present, as well. Three weeks later, it was reported that there was an infection at the device pocket, which resulted in device and lead explant. The patient had symptoms of drainage/incisional wound opening, redness, and swelling, at the location of the device pocket and lead. The doctor indicated the patient had two 'red pimple-like marks' that 'opened up,' at the pocket and lead incision sites. After device and lead explant, the physician irrigated the infected sites, 'packed the openings' and 'closed by secondary intention." The patient recovered without sequela. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3093-28, lot# va00cfe, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that the patient had an infection and the device was removed. It was noted that the patient experienced wound drainage and the pocket opening. It was unknown if there were any environmental/external/patient factors that may have led to the issue. No diagnostics were performed due to the frank infection of the device and its necessary removal. A complete removal of the device system was mentioned. A new device was then implanted. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive; no injury¿. There were no further complications reported or anticipated.